Event description:
While injecting patient the back flange of plunger broke. The syringe slipped and the needle scratched the patient. Though no indication of injury to patient, event will be reported in good faith due to potential for injury should event recur.